Event description:
Customer reported that a pt underwent a hernia repair in 2007. The midportion of the skin over the mesh dehisced and began draining at an unk time after the initial procedure. Wound care including application of silver nitrate was performed. The mesh was visualized and the pt subsequently returned to surgery for repair in 2008. There was a mucoid substance on the surface of the mesh and the majority of small intestine was adherent to the underside of the mesh. The bowel was freed and the mesh was excised. The incision was closed.

Manufacturer narrative:
Date sent to the FDA: 06/25/2008. (Wound dehiscence occured) - a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.